Manufacturer narrative:
The two blades subject to this event were returned to the MFR for eval. It was visually confirmed that both blades were broken at the mount. The returned blades were measured where possible and all critical specifications were met. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during a surgical procedure, two blades broke. It was also reported that the surgeon used a third blade and the surgery was finished without delay successfully. No further info has been provided.